Event description:
It was reported that eight infusion set cannulas were bent which led to hyperglycemia, four events occurred on 05-mar-2026, one event on (B)(6) 2026 and three events on 07-mar-2026. The infusion set was in use for less than one day. The blood glucose level was 619mg/dl, and it was treated with correction injection via multiple daily injection.

Manufacturer narrative:
Initial 6 of 8: based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545, manufacturing site: 3003442380.